Event description:
Customer confirmed the event was found during preparation for use for an gynecological hysteroscopic surgery. The customer "restarted the device" and was able to complete the procedure with the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, customer follow-up (b5) and correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: the first affiliated hospital (B)(6)- added due to character limitation in respective field. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the complaint was not confirmed for the intermittent image problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head image is on and off. The issue was found during preparation for use for an unknown diagnostic procedure. There were no reports of patient harm.